Event description:
A malfunction alarm, identified as malf 0, occurred due to a software error. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided guidance on resetting the pump, which resolved the problem, and the customer was advised to contact support if the issue recurred. The customer understood and agreed with the instructions.